Event description:
User's mother reported that the user was hospitalized for diabetic ketoacidosis with the product in use. As of report date, the user was in ICU.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.